Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)) failed the load cell characterization test. The root cause of the noted failure was a defective load cell, likely due to a defective component or mishandling such as a drop. Visual inspection of the autopulse platform was performed, and no physical damage was observed. The autopulse platform passed the initial functional test with no issues. However, during further testing, the autopulse platform failed the load cell characterization test. Investigation revealed that the root cause of the noted failure was the defective load cell 2, and it needs to be replaced to address the issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)) failed the load cell characterization test. No patient involvement.